Event description:
It was reported that surgeon was putting in an anchorage plate for a tarsal metatarsal fusion on pt¿s right side. While tightening a non locking compression screw, the head of the screw broke off. Screw head was extracted without any consequence and balance of screw shaft/threads were securely anchored in the bone so surgeon did not attempt to remove and therefore remained in pt in the compression hole. There was no delay in surgery or adverse consequence to the pt or user.

Manufacturer narrative:
Device will not be returned for eval. If the device or add¿l info becomes available, it will be reported on a supplemental report.